Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the reported malfunction could not be reproduced. A technical support specialist found no login issues in the medstation logs and the customer confirmed successful login. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a login issue. The customer stated that there was a delay in dispensing the medication between the entry of the username and the scanning of fingerprints, which impacted all staff and caused issues in the emergency room. There were no adverse events or injuries reported based on this event.